Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 5. Reference MFR. Report#: 1627487-2019-02697, 1627487-2019-02698, 1627487-2019-02700, 1627487-2019-02701. It was reported that the patient was not receiving adequate therapy due to lead migration. As a result the patient may undergo surgical intervention at a later date.

Manufacturer narrative:
Describe event or problem: device was inadvertently reported in error.

Event description:
Follow revealed that the device was reported in error and not in use.